Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the balloon did not blow up when pumped. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No extension of incision, no device fragment falling into patient's cavity. Condition corrected by opening another one.